Manufacturer narrative:
The device involved in this event was not returned; therefore, an investigation was unable to be performed. A review of the manufacturing records for the identified lot revealed no abnormalities related to the reported information. All devices within this lot have passed final testing prior to release. No further information could be obtained, thus no conclusion can be drawn for this event.

Event description:
User facility reported, the pt was admitted 24 hrs post an uneventful novasure procedure with severe abdominal pain. A laparoscopy revealed two areas of small intestinal burns. These areas were resected and a hysterectomy was performed. The pt is reportedly recovering.